Event description:
In 1984, rptr had silicone implants put in. By 1986, rptr was continously going to see her dr for many seemingly unrelated problems: nausea, extreme joint pain, depression, extreme fatigue, and rashes that would not go away. Rptr never had any of these symptoms before. Now, in addition, she has extreme hair loss. All other symptoms have increased. She also experienced red sore spots all over legs for one and a half months.